Event description:
The sabina lift in the ed is missing the charging cable and the ed is not stocked with sabina slings. This prevents us from being able to safely mobilize bmat 2 level patients in the ed. I will notify biomed of the missing cable. Slings are stored in the department. Biomed to replace cord. Biomed fixed.